Event description:
Patient came into ed with 48 hour history of increasing pain over last 12 hours. Diagnosis of rupturing infrarenal abdominal aortic aneurysm. Patient "cor'd" (arrested) during surgery. The or defibrillator did not work properly/ would not charge. The monitor turned on but the paddles didn't. A back-up defibrillator was immediately used. Malfunctioning unit was sent to bio-med for evaluation. Patient did not survive, even though back-up unit functioned properly.